Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received excessive motor error alarms and no delivery alarms. Customer reported of having to go to the emergency room on (B)(6) 2016 due to high blood glucose and chest pain. Customer's blood glucose was 308 mg/dl. Customer was treated with insulin pump and a nitro patch for chest pain. No delivery alarm was resolved with an infusion set change. During troubleshooting for motor error alarm, customer was able to rewind insulin pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked case at the display window corners.